Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for unknown uses. It was reported that one of the patient¿s percent leads had slid down out of the epidural space and she had a loss of stimulation coverage on her right side. There were no factors identified that might have led or contributed to the issues and results from an x-ray showed that the lead migrated. To resolve the issue, a lead revision was planned. There were no further complications reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient's perc leads were replaced with a paddle lead on (B)(6) 2017. The issue was resolved and no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.